Event description:
It was reported that during initial implant, the lead exhibited high impedance. The lead was not used and was replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.